Event description:
A passeo-18 balloon catheter was chosen for treatment of the sfa. During the procedure, the balloon could not be fully dilated. The physician used another balloon to finish the dilatation.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device revealed that the balloon has been inflated and was returned in a completely deflated state. A large amount of dried contrast medium residue was observed in the balloon- and inflation lumen. Functional testing was performed by inflating the instrument with 6 atm (np). The balloon inflated normally, did not show any damage or leakage and could be deflated normally. The inflated diameter was measured with 2.0 mm and is in specification. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is inflated and tested for air tightness by means of a helium leakage test. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.